Event description:
Customer's wife reported that the customer received erratic results on his freestyle meter and changed his medication based on these results. Customer took a shower, felt weak lost consciousness and fell to the floor. Paramedics were called and took the customer to bsa hospital emergency room where he was diagnosed with severe hypoglycemia. Customer's wife reported customer was treated with an unk medication in the ambulance and "sugar" via IV at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter has been returned, and no readings issues were observed during product testing. All results were within the range specification and no errors were observed during control solution testing.